Event description:
The customer reported to olympus, the duodenovideoscope had a broken wire. Inspection and testing of the returned device found foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Initial reporter name and address: facility address (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The wire was broken and there was foreign material in the forceps elevator. The device evaluation found scratches on the bending section, connecting tube, suction cover, universal cord, and the distal end cover. The bending angle was out of standard, the up/down/right/left knob was out of standard, forceps would not rise due to damage to the k-wire, and the image was foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the forceps elevator malfunctioned due to a cut k-wire. The reprocessing steps recommended in the instructions for use (IFU) were likely not performed completely which made foreign material remain at/around the forceps elevator. However, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Information added that was inadvertently not included on the previous submission.

Event description:
The following additional information was received from the customer: the reported issue occurred during reprocessing of the device. Since the forceps elevator wire (k-wire) was broken, reprocessing of the device could not be completed. There was no patient involvement. The device was reported to be previously inspected and ¿working fine.¿

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: (B)(6).